Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oor) pacing lead impedance (pli) measurement on right atrial (ra) lead. An oversensed noise was also noted on ra channel. The physician asked for possible reprogramming options. Boston scientific technical services (ts) discussed ways on troubleshooting. Additional information states that the event happened last year and had been resolved through reprogramming. The ICD was reprogrammed to vvi. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Approximately six years later this device was explanted due to an upgrade and returned for analysis.